Manufacturer narrative:
Results: bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for volumetric inaccuracy reported on syringe with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No catalog or lot # provided ¿ the customer provided 301027, 309646, and 309703 as potential catalog numbers. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Potential UDI #s: (B)(4).

Event description:
It was reported that a bd product of a 5 ml bd luer-lok¿ syringe was found with volumetric inaccuracy. This was observed before use with no report of serious injury or medical interventions.